Manufacturer narrative:
Device was used for treatment, not diagnosis. Kerr, e.j., et al. (2009). Implant design may influence delayed heterotopic ossification after total disk arthroplasty in lumbar spine. Surgical neurology, volume 72, pp. 747-751. Authors: USA. This report is for unknown prodisc-l superior endplate, unknown part and unknown lot. UDI: unknown part number, UDI is unavailable. (B)(6). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: kerr, e.j., et al. (2009). Implant design may influence delayed heterotopic ossification after total disk arthroplasty in lumbar spine. Surgical neurology, volume 72, pp. 747-751. Authors: USA. The article reports a complication after total disk arthroplasty (tda) in the lumbar spine that is in variance from previously proposed theories and suggests the possibility of implant design as one of the etiologic factors. The purpose is to report a case of delayed heterotopic ossification (ho) after tda that suggests that the keel-based design of the implant might have contributed to the etiology. Patient identified as a (B)(6) right handed white male who smokes one pack of cigarettes per day for the past 28 years was presented with l3-4 herniated nucleus pulposus (hnp) that failed to respond to 6 months of conservative treatments. Provocative discography was concordant with magnetic resonance imaging (MRI) findings of l3-4 disk herniation. Patient received prodisc ii artificial disk at l3-4 with the aim to preserve motion at the level. Patient continued to have satisfactory clinical and radiologic follow-ups for 6 months after procedure. Images included. Patient returned approximately 7 months post op due to pain. MRI with particular focus on lower (l4-s2) levels revealed disk degeneration and annular tear and at the posterior aspect of l5-s1 intervertebral disk. Images included. Patient received l5-s1 anterior lumbar interbody fusion (alif) using 12mm poly-ethyl-ether-ketone (peek) interbody cage and 21mm alif plate with 30mm screws after failed conservative treatment with medication, physical therapy, and 2 transforaminal epidural-selective l5 nerve root steroid injections. At this time, it was decided that close observation with serial radiography will be performed since patient shows improvements. This report refers to: patient returned to clinic approximately 7 months after surgery with increased back pain and clinical signs and symptoms indicative of l5 radiculopathy. Plain radiographs received 3 months post second surgery revealed development of significant heterotrophic ossification anterior to prodisc ii implant. Flexion and extension views did not demonstrate any significant motion at l3-4 level. Images included. This time point was about 10 months post disk replacement surgery. Computerized tomographic (CT) scan suggests the origin of the abnormal bone to be the central cut in the inferior end plate of l3 vertebral body that was created by the keel of the device¿s superior plate. Abnormal bone grows out of the keel cut anteriorly and then mushrooms inferiorly toward the l4 vertebral body. Images included. This report 3 of 3 for (B)(4). This report is for an unknown quantity of prodisc-l with an unknown part number and lot numbers.